Event description:
The customer reported that the ventilator's ac power cord showed evidence of overheating at the male plug end while it was plugged into the ac power wall receptacle. The customer reported the ventilator was not in use on a patient, therefore, there was no patient involvement or harm. The customer reported the wall receptacle also had signs of overheating. Upon evaluation, the MFR's service technician reported confirmed the power cord had a melted prong on the male end plug. The service technician reported the female end of the cord showed no signs of overheating. The service technician replaced the power cord to address the finding. Applicable final testing was completed and passed to specifications. Damage to the power cord may result in a loss of ac power to the ventilator during operation. If the ventilator shuts down due to loss of ac power, an audible power fail alarm will activate. The customer reported no interruption in the ventilator's function or performance.